Event description:
Boston scientific crm received information in (B)(4) 2007 that this local sales representative contacted technical services to request a longevity calculation on this implantable crt-d device. The current monitoring voltage is 2.57 volts and the lv output has been programmed high.

Manufacturer narrative:
This device is included in the shortened replacement window advisory that was initially communicated on (B)(4) 2007. Technical services estimated that the remaining longevity for this device is 3-6 months. Technical services discussed a change to a scheduled monthly follow-up in accordance with the advisory recommendations. Subsequently, boston scientific received information from a patient verification form that this device was explanted in (B)(6) 2009. The device was not returned to boston scientific's post market quality assurance laboratory for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.